Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The proximal end of the peek sleeve is damaged and the anchor is in the deployed position. There is debris around the anchor indicating the device was used. The returned versalok gun was tested and a versalok peek anchor was loaded into the gun and successfully deployed into test foam. There was no obstruction and the gun functioned smoothly as intended. We can confirm that this failure was not caused by the gun. A possible hypothesis could be that the inserted was not malleted until the laser line, causing the ti pin to not engage with the sleeve. Another possibility could be that the patient had soft bone, causing the sleeve to pull out during deployment. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for these lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during arcr the surgeon found the anchor was not deployed by the delivery gun after the inserter of the device was removed. The surgeon put the inserter back and tried to deploy it again, but the anchor was broken when it was deployed up to the middle of the bone hole. The surgeon removed the anchor and used a backup device to complete the procedure. It was reported that no broken piece was left in the patient¿s body. The surgeon succeeded in fixing anchors after this incident. There was no harm to the patient. Please see also medwatch report 1221934-2018-51488.